Event description:
Packet opened correctly and piece of fiber observed on peel back section of packet. Another item was used instead and case completed as originally planned w/o any delays.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.